Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found a small pool of dried blood in the pneumatic interface module and on the pim housing area. The fse verified that were no traces of blood inside the device. The fse replaced the pneumatic module assembly. The fse performed a full preventive maintenance (pm) with safety, calibration, and functionality checks to factory specifications. The iabp was released to the customer and cleared for use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) balloon pump ruptured in a patient. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
N/a.